Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose drive support disk. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a broken reservoir tube lip, and a stained address and serial number label.

Event description:
It was reported that the customer's drive support cap was sticking out. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the damage may have occurred from the customer possibly dropping the insulin pump. The customer stated that he pushed the cap back in. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.